Event description:
A journal article was submitted detailing a study to evaluate the use of inframalleolar access for endovenous ablation when treating advanced venous disease with nonthermal nontumescent (ntnt) techniques. 109 patients with advanced venous disease, treated using inframalleolar access were included in the study. Non-medtronic devices were used for ntnt techniques. The great saphenous vein (gsv) and/or small saphenous vein were treated as needed. When addressing the entire length of the gsv from ankle to saphenofemoral junction a combined technique with a ntnt device and rf ablation was used. Medtronic¿s closurefast radiofrequency ablation (rf) was used for ablation of the proximal gsv and ntnt device from the inframalleolar insertion site to the proximal calf. Procedure success was defined regarding the segment of vein treated. 20 patient¿s underwent ntnt treatment from the inframalleolar insertion site to the knee combined with proximal rf ablation. 8 cases of mild phlebitis were observed and were treated with ibuprofen 400 mg for 10 days; two were in patients with c5 disease and six in c6. 4 cases of cellulitis were treated with cephalexin 500 mg for 7 days, all of them in c6 disease. No cases of dvt or endovenous heat induced thrombosis were recorded. Pre-procedural pain and leg edema reduced in patients post treatment. Complete wound healing was observed in 38 patients and in 71 patients at one and 3 months respectively. Of the 16 patients who did not achieve complete healing after 3 months, 8 had substantial decrease in ulcer size of 80% to 90%. Four of the unhealed ulcers were chronic and long-standing before the procedure with a duration of more than 10 months. All patients achieved complete healing after 6 months. One case of ulcer recurrence and six cases of venous insufficiency recurrence were seen at the 12-month follow-up.

Manufacturer narrative:
Title: inframalleolar access in endovenous treatment of venous ulcers and c5 disease with nonthermal nontumescent techniques author: maya avrahami, daniel silverberg, steve elias journal: clinical research studies venous ulcers year: 2021 vol/issue: 10(2) ref: doi.org/10.1016/j.jvsv.2021.07.005. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.